Manufacturer narrative:
(B)(4). Information was not provided by the contact. (B)(4) the device was returned in good visual condition. In addition, the device was returned with the tissue pad in good physical condition and not tilted as reported by the customer. The device was functionally tested with a gen11. During functional testing an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and a crack was located at an area inside the tube proximal to the tissue pad. The blade broke off during the analysis. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. No conclusion could be reached as to how this issue occurred. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the white tissue pad was tilted. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.